Event description:
It was reported that the patient presented in clinic for right atrial (ra) lead revision. It was noted previously that the ra lead exhibited no capture. During revision procedure, chest x-ray was performed and it revealed ra lead dislodgement. The ra lead was explanted and replaced. The insulation of right ventricular (rv) lead was damaged during the ra lead revision procedure. The rv lead was explanted and replaced as well. Patient condition was stable throughout.

Manufacturer narrative:
The distal portion of the lead in one-piece was returned for analysis. After cleaning the lead, the full helix extension length was found to be within specification. Visual examination and electrical testing performed were normal with no anomalies found.